Event description:
A physician reported a post-operative migration of a tritanium pl cage placed at s1. Revision surgery is not planned and there has been no adverse consequence to the patient.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history and complaint history records were reviewed for the provided lot number and no relevant manufacturing issues or similar complaints were identified. From the tritanium pl surgical technique: the tritanium pl cages are to be used with supplemental fixation that is intended for use in the lumbosacral spine. If pedicle screws were not inserted earlier in the procedure, insert pedicle screws at this point or other appropriate supplemental fixation. Compression of the pedicle screws or interspinous device may be used to create segmental lordosis of the segment fused. Early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. As it was confirmed that the right s1 screw fractured, the most likely root cause for the tritanium pl cage migration was due to inadequate supplemental fixation due to a compromised fixation structure.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported a post-operative migration of a tritanium pl cage placed at s1. Revision surgery is not planned and there has been no adverse consequence to the patient.